Event description:
It was reported by the customer that on (B)(6) 2010 fiber cap detached inside of the patient at 62,268 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported. The device was not returned for evaluation.